Event description:
I was instructed by the fitness company whoop to keep tightening the band to ensure it recorded my vital signs properly. Upon doing so, the device left a red mark on my skin. When I told the company about it, they wanted to replace the band. I've been with them for over 3 years, and they charge $250 per year for that? What are the long-term consequences of having that band on my arm?